Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. A getinge field service engineer (fse) evaluated the iabp and was unable to reproduce the reported issue. The fse found no issues with the iabp unit, the display complaint was due to air noise coming out of the bottom display which is a normal noise. The fse then performed all calibration, functional and safety checks to meet factory specifications. Unit passed all calibration, functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. (B)(6).

Event description:
It was reported that during a routine check performed by the customer, it was noted that the cardiosave intra-aortic balloon pump (iabp) had a display issue. There was no patient involvement, and no adverse event reported.